Event description:
It was reported that the following morning after implant, the device was interrogated and revealed slight variation in numbers with the left bundle branch area lead. Chest x-ray was performed and confirmed that the lead had dislodged into the inferior wall of the right ventricle. On (B)(6) 2026, the physician elected reposition the lead into the right ventricular septum. The patient was stable before, during, and after the procedure.